Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis pt following treatment with a cycler. Due to lack of info a MDR's will be filed against the cycler while undergoing review by post marker clinical department and manufacturing plant.

Event description:
A peritoneal dialysis (pd) nurse reported that a pt was admitted to the hospital for seizures. The pt had discontinued pd and it now on hemodialysis therapy. The pd nurse reported the patient's seizures were unrelated to pd therapy. Medical records have been requested.